Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment of a thoracic descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was inserted from the left femoral artery initially, but there was difficulty advancing the sheath due to severe calcification of the left external iliac artery. Ballooning was performed; however, the physician was still unable to advance the sheath. The physician changed the access site to the right side, ballooning was performed, and then the 22fr sheath was inserted into the right femoral artery. The gore® tag® conformable thoracic stent graft with active control system was advanced via sheath to the intended position and deployed successfully. Angiography revealed a distal type I endoleak. However, the physician decided to monitor it. When the sheath was removed, the right external iliac artery rupture was observed by an angiography. A gore® viabahn® endoprosthesis was implanted to treat the vessel rupture. It was reported that the external iliac artery measured 7.7 mm at the site of rupture. The nominal outer diameter of the 22fr sheath is 8.2 mm. The patient tolerated the procedure. Reportedly, there significant mural thrombus at the access site.

Manufacturer narrative:
H6: additional manufacturer narrative/corrected data - investigation findings code 213.